Manufacturer narrative:
The device was not returned to zoll medical corporation; the suspect lcd color cable assembly was removed and returned. However, testing of the assembly was unable to duplicate the malfunction. The customer was sent a replacement lcd color cable assembly to resolve the reported malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's display was flickering and unreadable. Complainant indicated that there was no patient involvement in the reported malfunction.